Event description:
Patient ID: (B)(6). It was reported that on 02/11/2025 three xience prime btk stents (3.5x38 (x2), 3.0x38) and two non-abbott stents (5.0x80 and 5.0x120 mm) were implanted in the proximal left anterior tibial artery. On (B)(6) 2025 stent thrombosis was found in the study lesion in the xience stents and the 5.0x120 non-abbott stent. There was slow flow in the other three stents. Hospitalization was prolonged. On (B)(6) 2025 all five stents were occluded. Percutaneous revascularization was performed with a non-abbott device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the previously filed report, additional information was received that the first xience stent seemed to have been squashed by another device. After the stent was implanted, a long balloon dilatation catheter was advanced distal to the stent, likely resulting in the stent damage. The non-abbott 5.0x80 mm stent was implanted to treat the squashed stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of thrombosis/ thrombus and ischemia is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction: d1 - brand name: updated from xience prime btk everolimus eluting peripheral stent system to xience prime btk¿.